Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly and the imaging window detached in the lapjoint section. The imaging window was not returned for analysis. No imaging core windup was found within the telescope section and the sheath section of the device. Impedance testing showed an electrical open at the proximal waveform. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was shown to be the a result of a broken coax cable at 130-140 cm. A video was received from the client which showed no image on the ilab screen.

Event description:
Reportable based on device analysis completed on 06sep2022. It was reported that visualization issues occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but no image was shown. The device was removed intact and the procedure completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window detached in the lapjoint section.